Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for two samples from the same patient on the cobas 6000 c (501) module. The samples were repeated on another analyzer. Aliquot 1 initial result was 138 mmol/land the repeat result was 144 mmol/l. Aliquot 2 initial result was 123 mmol/l and the repeat result was 142 mmol/l. Both aliquots came from the same original sample. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no allegation of an adverse event. The field service representative could not find a cause and was unable to duplicate the issue. The sample probe was adjusted and ise checks were performed. The customer ran ise precision checks which were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.